Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe not functional was confirmed. The probe image produced is not good. The root cause of the reported failure was identified as an internal probe failure.

Event description:
It was reported that the probe is not functional. 15 may 2025 evaluation at bd service facility found the probe produces a poor image.